Event description:
It was reported that after a right ventricular lead revision, the left ventricular lead exhibited low lead impedance. The physician decided to schedule an early follow up. The pt condition after the event was good.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.